Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact on the customer's blood glucose level. Customer technical support guided the customer through a series of steps, including inspecting and cleaning pump components, removing an obstructing o-ring, and successfully loading a new cartridge. The customer was able to resume insulin delivery and was advised to monitor system performance, with no cartridge replacements needed.